Manufacturer narrative:
Correction data: f7: type of report. G7: type of report. H2: if follow up; what type? H6: method code, result code and conclusion code. H10: additional information: details of complaint: complaint states nkc technician performed case upgrades to telemetry transmitters that are getting reports of overheating. Service requested repair - rear case change. Service performed repair - rear case change. Investigation results upon investigation it was determined that 10 transmitters had rear cases replaced with upgraded cases for evaluation. Actual units were not overheating. The site has a history of units overheating with incorrect battery insertion.

Manufacturer narrative:
It was reported that the transmitter got overheated. No consequence or impact to the patient was reported. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the transmitter got overheated. No consequence or impact to the patient.

Event description:
It was reported that the transmitter got overheated. No consequence or impact to the patient.

Manufacturer narrative:
H10: additional narrative: complaint states nkc technician performed case upgrades to telemetry transmitters that are getting reports of overheating. Service requested repair: rear case change. Service performed repair: rear case change. Investigation results: upon investigation it was determined that 10 transmitters had rear cases replaced with upgraded cases for evaluation. Actual units were not overheating. The site has a history of units overheating with incorrect battery insertion. Corrected information: f9. Approximate age of device: incorrectly calculated. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Correction. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.